Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Initial evaluation of the device confirmed the reported sf179 and revealed a damaged main circuit board capacitor. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.